Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B) (6) 2008, consisting of an ipg and percutaneous leads. It was reported on (B) (6) 2009 that the pt had been experiencing intermittent overstimulation. It was also reported that the pt was feeling burning sensations at the ipg pocket site. The pt had lost some weight since the system implant date and the ipg was closer to the skin surface. The pt's ipg was replaced on (B) (6) 2009. The explanted ipg was returned to ans for eval. No further info is available.